Event description:
According to the article "histological confirmation of complete endothelialization of a surgically removed amplatzer asd", the following adverse event(s) occurred: the device had to be removed because of mal-positioning one year after implantation in a (B) (6) woman with ostium secundum atrial septal defect. This event will be reported to the FDA as intervention was required to retrieve the malpositioned device.